Event description:
It was reported by the patient that the patient received a shock "about 2 years ago" and now the "device went off this am." The patient is not hearing alert tones from the device, but stated that "it gets really warm in that area." The patient was encouraged to work with a physician. The clinic was contacted to obtain more information, however, the patient has not been seen in the clinic and has moved. The device and lead remain in use. No further patient complications have been reported as a result of this event. It was later reported by the physician that the patient received inappropriate therapy due to t-wave oversensing of the right ventricular lead. The lead was explanted and replaced. It was also later clarified that the physician exercised medical judgment to replace the device since the battery voltage was low.

Event description:
It was reported by the patient that the patient received a shock "about 2 years ago" and now the "device went off this am." The patient is not hearing alert tones from the device, but stated that "it gets really warm in that area." The patient was encouraged to work with a physician. The clinic was contacted to obtain more information however, the patient has not been seen in the clinic and has moved. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, the defib conductor was fractured (overstress), the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and there was apparent explant damage.